Event description:
It was reported that the customer's insulin pump screen displayed numbers ramping up on their own. She took out the battery and replaced it after a minute and the insulin pump ceased to function. The customer's blood glucose level was 14.1 mmol/l. She was advised to discontinue using her pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The device was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The unit also was received with minor scratched display window, cracked case display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.